Event description:
Product analysis on the flashcard and handheld was completed on (B)(6) 2012. The analysis performed on the returned flashcard indicated that no malfuntion was present. No anomalies associated with flashcard software or databases were identified and the flashcard and software performed according to functional specifications. The product analysis on the returned handheld confirmed the alleged mechanical problem. During the analysis it was verified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Event description:
It was reported on (B)(6) 2012 that the physician's handheld was not functioning as the touchscreen would not work. Troubleshooting was performed and it was confirmed that the screen would not respond to taps. It was frozen at the screen alignment window. A hard reset was performed and it then stopped at the screen saying "tap the screen to set up pocket pc." When the screen was tapped it wouldn't respond. While troubleshooting, the screen did advance to the screen alignment window again, but would not advance past that point. The screen was cleaned however that did not resolve the issue. The handheld has been returned however analysis is not yet complete.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.